Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, video evidence of the report was provided. Review of the video evidence did observe the customer's report. The device was repaired onsite by the customer and was reported to be working as expected. Without receipt of the device or parts replaced by the customer, root cause could not be firmly established using the video. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device self discharged. Complainant indicated that there was no patient involvement in the reported malfunction.